Manufacturer narrative:
(B)(4): the error was not reproducible.if lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) device evaluation: the test strips were returned to lfs and evaluated by product analysis on (B)(4) 2013 with the following findings: the test strips failed testing. On performance testing with control solution, an error 4 was observed with no assignable cause found. The meter was also returned however the testing of the meter has not yet completed therefore no conclusions may be drawn at this time. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.